Event description:
It was reported to the biomedical engineer that the device malfunctioned, and the patient was coded. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported to the biomedical engineer that the device malfunctioned, and the patient was coded. Follow-up attempts for additional information were unsuccessful. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The battery contacts were found to be compressed, the upper case and ring cover were broke, one side bail cover was contaminated, the ring bail was missing, and the keyboard was scratched. The visual anomalies would not have caused the reported behavior.